Manufacturer narrative:
The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device would not start was confirmed. An assessment was performed and it was observed that the device was not running (dead). It was further observed that the unit failed check the off/oscillation/on switch mode function (failed the safety assessment step because the device does not run). It was further observed that the angle stick sleeve was corroded, there was an unknown black residue on the back plate of the electronic control unit (ecu), the ecu was damaged, there was an unknown substance on the seals, bearings, and o-ring, and the motor was making an unusual noise. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an open reduction and internal fixation (orif) acetabulum surgical procedure it was observed that the small battery drive device would not start. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.